Event description:
During an interventional procedure a 5fr infiniti multipac was used. When the physician went to remove the catheter, the distal part of the catheter broke, in the patient's body. The remaining portion of the catheter was snared, after contra-lateral access was achieved. The patient had to undergo additional, unplanned groin access.

Manufacturer narrative:
The product is expected to be returned for additional testing. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information will be submitted upon 30 days of receipt.

Manufacturer narrative:
During a cardiac catheterization, a 5fr infiniti pigtail catheter separated, requiring retrieval. The patient had to undergo additional, unplanned groin access but no lasting injury occurred. No anomalies were noted prior to use and the catheter prepped (flushed) properly. There was no resistance while traveling though the patient's vasculature. As reported, the catheter separated upon removal from pt's aorta. Pigtail was located at aorto-iliac bifurcation. No additional force for removal was noted by the physician. The remaining portion of the catheter was snared, after contra-lateral access was achieved. The remaining portion of the procedure was completed uneventfully.the tip separation reported by the customer was confirmed and it appears to be related to the manufacturing fusing process. Actions have been opened to address this failure. One non-sterile fr5 infiniti multipac was received coiled inside a plastic bag. The pigtail tip of the catheter was received detached from the body inside of a plastic bag. The tip presents a kink at 4.5 cm from the distal. No elongation or damages were observed at the fuse area of the body and the tip. Blood residues were found on the catheter. No additional anomalies were found. According to the sem (scanning electron microscopy) analysis report, the body and the tip's surfaces did not present evidence of a well formed or a partial fusion. No visual evidence of any chemical degradation or cutting was noted. No other damages were noted that could be related to the reported failure. The outer and inner diameters were measured next to the body-tip separation according the specification and were found within dimensional specification. The catheter shape was not compared against appropriate shape master due the condition as unit was received. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. A meeting was held with dx pet representatives concluding that tip separation seems to be related to the manufacturing fusing process since there is no clear evidence of a full or even partial fusing or traces of material transfer observed on returned unit. A procedural cd was sent for independent physician review; the report follows: the case contained a brief summary of a patient underwent a diagnostic angiogram and a 5fr pigtail catheter was utilized with embolization of the distal portion of the pigtail catheter. The patient required a second groin access to remove it and no untoward sequelae occurred. A cine-rom which included a single cine angiogram of a pigtail in the left ventricle was reviewed and reveals a kink in the distal aspect of the 5fr system. I do believe that in these 5fr systems if the wire is no positioned at the distal end of the pigtail catheter as it enters the left ventricle, a kink may occur leading to weakening of the distal portion of the system. This is visualized on the angiogram that there is clearly a kink in the catheter. I suspect this occurred prior to the pigtail being advanced into the ventricle and no information about the type of wire that was utilized was provided to me. I suspect these are the factors that led to this complication and I do not suspect the failure of the catheter was due to manufacturing issues but rather technical issues at the time of the procedure.